Event description:
The customer observed a falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided (customer provided reference range: 133 to 146 mmol/l): sid (B)(6) initial result = 113.26 mmol/l, repeats = 145.22 mmol/l and 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the mixer coating was damaged and bubbles were found in the tbg, ict to ict valve nc. The fsr replaced the parts which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01910. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. A review of tracking and trending for the mixer or the tbg, ict to ict valve nc did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac01910, the mixer, or the tbg, ict to ict valve nc was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.